Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. Two days after the event onset, the patient was hospitalized and treated with vancomycin injection (1.5gm, every 5th day, intraperitoneal), tobramycin injection (40mg, once daily, intraperitoneal) and ceftazidime injection (1gm, once daily, intraperitoneal) for peritonitis. At the time of this report, the patient had recovered from peritonitis and cloudy pd effluent. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.